Manufacturer narrative:
H6 1508: failure to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare device was used during a polypectomy procedure on (B)(6) 2026, for the treatment of polyps removal. During the procedure, the loop would not cut through the polyp. Troubleshooting steps were attempted to resolve the issue, including trying numerous times. Despite these efforts, the physician had to change the device with another of the same to complete the procedure. No patient complications were reported as a result of this event.